Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. The suture/t construct was returned and t1 is missing. The condition of the device indicates that during placement of t1 the trigger was inadvertently advanced causing the pre-deployment of t2. No root cause related to the manufacturing process can be established. A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time.

Event description:
It was reported that during an arthroscopic medial meniscus repair procedure, t2 pre-deployed. The doctor removed both ts from the patient and utilized the back up to complete the surgery. No patient injury reported.